Event description:
Meter name: one touch profile. Strip name: unk. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: a pt reported they were unable to obtain a blood glucose result on the meter. Their meter allegedly would only prompt insert strip message. The pt was unable to test. Pt treated self with juice for the hypoglycemic symptoms. No further info has been reported.